Event description:
It was reported that the fiber fell off from the connector during the flexible ureteroscopy lithotripsy procedure, so it could not be used normally. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber body was broken into two pieces, and the connector was separated from the fiber. The reported allegation was confirmed. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied.

Event description:
It was reported that the fiber fell off from the connector during the flexible ureteroscopy lithotripsy procedure, so it could not be used normally. The procedure was completed with another device. There were no patient complications.